Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the pump was unable to be investigated due to an unrelated failure that prevents investigation. The pump powered on and displayed the verify screen. While attempting to perform the rewind, load, prime sequence, the pump was unable to execute the prime steps or complete 24-hour testing. The complaint of a history setting issues was not able to be adequately tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was showing more than the amount reported in the cartridge. It was reported that the difference was more than 20 units. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.